Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had run high. The blood glucose reading was 460 mg/dl. She treated with a manual injection. The customer stated infusion sets repeatedly had bent cannulas. She declined troubleshooting for these issues. The insulin pump was not returned or replaced.